Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report a failed sensor 30 minutes after insertion. Upon insertion, a portion of the sensor probe was left on the surface of his skin. Pt removed the sensor wire fragment since it was apparent and sticking out above his skin. He reported after removing the fragment, no visible piece was left behind. Pt did not require medical attention. At the time of his call to dexcom technical support, pt reported that he was fine and was not experiencing any discomfort at the insertion site.